Event description:
It was reported that a spectrum iq pump had a bolus of 0.9 saline (1000 ml) started at 999 ml/hour at the intensive care unit (ICU). After 15 minutes of infusion, the nurse noticed that the primary and secondary tubes were clamped and that nothing had been infusing for 15 minutes and the upstream occlusion was not detected. The nurse realized this and changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the issue was unable to be reproduced. Evaluation inspected the device per upstream testing but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. A review of the event history log revealed the secondary infusion was ran 8 days before the event was reported to baxter and no significant upstream alarm was found during this infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.